Manufacturer narrative:
In response to medtronic¿s request for device return, no device was received for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a legend stylus touch motor ¿failed to couple¿ with the variable angled attachment intraoperatively, resulting in ¿drill failure and extreme heat¿ in less than a minute. There was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.